Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation was unable to determine a cause for the reported balloon rupture. It is possible that the balloon rupture was the result of interaction with the anatomy and/or associated devices causing damage to the outer surface of the balloon material which subsequently ruptured while inflated; however, this could not be confirmed. The noted separation may be the result of the ruptured balloon material catching on the introducer sheath during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a fistula. During use, the armada 35 percutaneous transluminal angioplasty (pta) catheter ruptured and separated. The separated pieces were retrieved with a snare and the procedure continued. There were no adverse patient sequela. No additional information was provided.